Event description:
It was reported there were no alarms generated when the patient went into cardiac arrest. It was indicated from 1900 through the next day to 1500, there were no alarms displayed on the pic ix, so the user was not aware of the cardiac arrest during that time frame. After rebooting, the device returned to normal with data being captured. Further additional information was received and it turned out that the patient passed away. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
Additional info was received and it turned out that the patient passed away.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there were no alarms generated when the patient went into cardiac arrest. It was indicated from 1900 through the next day to 1500, there were no alarms displayed on the pic ix, so the user was not aware of the cardiac arrest during that time frame. After rebooting, the device returned to normal with data being captured. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on a patient. There was a report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: a field service engineer went onsite to evaluate the device and verified all related connections within the pic ix including networking, cpu health, application, logs and trend. An internal escalation was opened to investigate the issue. Further relevant information was requested (like the sql logs and how the retrospective data beeing not captured affected the patient / contributed to the patient outcome), but none could be provided. Since there were no sql logs available, a investigation by r&d and product support engineering (pse) was not possible. Based on the information available and the testing conducted, the cause of the reported problem is unknown. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported there were no alarms generated when the patient went into cardiac arrest. It was indicated from 1900 through the next day to 1500, there were no alarms displayed on the pic ix, so the user was not aware of the cardiac arrest during that time frame. After rebooting, the device returned to normal with data being captured. Further additional information was received and it turned out that the patient passed away. The device was in use on a patient. There was a report of patient or user harm.